Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he was unable to deliver an air bolus of 1.0u on two occasions today; on the third attempt he was able to see the drops at the end of the tubing. Pump did not alarm for an occlusion. Blood glucose (bg) was 544mg/dl with no signs/ symptoms. The reporter bolused via pump at 10:00a.m. And 11:00.bg came down to 461mg/dl 2 hours later. Bg was down to 69mg/dl at 2pm. Customer support (cs) advised reporter to come off pump and use alternate method of insulin delivery. This complaint is being reported because the pump failed to alert for an occlusion and the patient on pump therapy experienced hyperglycemia .

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings:. The complaint was not duplicated in testing. Last basal delivery was on (B)(6) 2013 at 6:39pm, tdd add up and equal the basal target, no evidence of ¿occlusion¿ or high force is observed in the black box or in the alarm history. The pump powers ¿on¿ and displays ¿verify¿ screen 2. The pump was primed and exercised with no alarms occurring. Force sensor calibration is within specification the pump passed a delivery accuracy test. Occlusion¿ alarm was stimulated, the pump gave the correct audible and visible ¿occlusion¿ alert, the alarm history recorded the alarm at the correct time, the pump performs within specification. Unrelated to the complaint, the display has a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.